Manufacturer narrative:
Device not available. Viv procedure.

Event description:
The manufacturer was notified of a perceval pvs27 implant that occurred early in 2018. Per site information the valve was well seated and not moved up. No paravalvular leak was identified when the patient came off bypass. The valve was not folded. On (B)(6) 2018 the patient received a valve-in-valve procedure to correct a severe paravalvular leak. A sapien 3, 29mm valve was implanted.

Manufacturer narrative:
As the valve remains implanted and the serial number was not reported, no investigation can be performed and the root cause of the event cannot be determined.